Manufacturer narrative:
(B)(4). Batch # m53v06. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just to confirm, when the device jammed at the beginning of stapling, did the device cut? If yes, were the cut line and staple line approximately equal in length? The analysis results found that the cts45 device was received with the firing mechanism damaged and with a 6r45b cartridge loaded on the device. The reload was received partially fired 1/2 and with the lockout spring normal. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, at the beginning of stapling the device jammed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.